Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer states she treated her high blood glucose level by changing the set. The customer declined to troubleshoot for the high blood glucose level since the new set resolved the issue. The customer reported irritation at the site of quick set. Troubleshooting was performed. The customer will try other recommended sites. The product was not returned for analysis.